Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the loading device, delivery device and tension spring assembly & seal. Although it was reported that the event occurred during preparation, the returned device appeared to have been used during the procedure due to the presence of blood all over the device. The delivery device was outside the loading device. The delivery device had blood all over inside and outside. The plunger was fully pressed and the blue slide lock was disengaged on the delivery device. On microscopic inspection, it was observed that the seal was unraveled and the tether on the tension spring assembly was uncut and still attached to the seal. The evidence of blood all over the delivery device and on the seal which was unraveled indicates an attempt to deploy the seal into the aorta. A measurement of the delivery device cannot be performed as it is heavily contaminated with blood. Based on the returned condition of the device and the results of evaluation, the reported failure "unraveled material" was confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal unraveled prior to use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal unraveled prior to use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.